Manufacturer narrative:
The duo headlight and carrying case (90600) was returned for evaluation:  failure analysis: the returned duo headlight was in used condition. Evaluation of the duo headlight found that the luminaries was full of dirt, which causes heat and a loud fan. The luminaire accumulated dirt inside of the lenses due to a crack and needed replacement. Furthermore, the holster, exhaust tube, headband adjustment knobs, fan top housing, and gear housing all had cracks and required replacements. The wire connector board, fan and additional small wasted parts needed to be exchanged and replaced. A final functional test was performed after all repairs. Root cause analysis: the reported complaint was confirmed. The identified damages were most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency was identified.

Event description:
It was reported that the duo headlight and carrying case (90600) "heats a lot, and noise" was noted "in the fan." There was no patient involvement; thus, no injury, death, or surgical delay was reported.